Event description:
A malfunction was reported, specifically referred to as malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through the process of resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and was instructed to contact technical support again if the malfunction reappeared. No further issues were reported.